Event description:
It was reported that the patient's lead was explanted because the 'wound would not heal' and the internal neurostimulator (ins) was moved from the abdomen to the back in order to maintain sterility for later use. It was noted that two plugs were placed in the ins in order to keep the fluid out. It was further noted 'incision at the lead entry side had closed and healed fully'. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).